Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 538 mg/dl due to bent cannula. Customer treated high blood glucose with bolus wizard. Customer was educated on issues that can cause bent cannula.